Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. Customer stated that the it was unknown whether the customer was using automode at the time of reported event. Customer was offered for high blood glucose troubleshoot and they declined because customer¿s blood glucose was now okay. The insulin pump will not be returned for analysis.